Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The distal end of the impactor does not fit to the shell any more, because of the damage of the thread.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the damaged threads. However, a functional check with a mating cup found the impactor to assemble and disassemble as intended. The root cause of the damaged threads is attributed to misuse and heavy usage. The date code aw1097k indicates the instrument was manufactured in october of 1997 and is over 19 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.